Event description:
On 8/21/91 mastectomy with reconstruction using a tissue expander followed by insertion of a silicone gel implant. Feb. 1997, pt. Developed gr. IV capsular contracture. Implant removed at pt's request.